Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2025-53817 submitted on 14 may 2025 should have been "24 apr 2025" rather than "25 apr 2025."

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.